Manufacturer narrative:
Correction: the correct implanted date is (B)(6), 2014, as perviously reported.this report is filed july 30, 2014.

Event description:
Per the clinic, the patient developed an infection at the implant site; subsequently the device was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4).